Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry; in lens case/vial. Visual inspection found one haptic broken. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+5.0/x078 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.